Event description:
It was reported via voluntary medwatch that the patient presented with low pacing impedance and fracture exhibited on the right atrial lead. No further information was provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120292.